Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel and reoperation. (B)(4).

Event description:
On an unknown date, the patient underwent a surgical replacement procedure of the descending thoracic aorta to repair an infectious thoracic aortic aneurysm. Later, it was revealed that a pseudoaneurysm had been formed around the proximal anastomosis site of the existing surgical graft. On (B)(6) 2016, the patient underwent endovascular repair of the pseudoaneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu313110j/14744181). The patient tolerated the procedure. Later in a follow-up study, an aortic dissection was revealed around the proximal edge of the initially implanted endoprosthesis. It was reported by the physician that the patient had an infectious thoracic aortic aneurysm and the aorta might have been fragile. On (B)(6) 2017, the patient was implanted with an additional conformable gore® tag® thoracic endoprosthesis to repair the dissection. The patient tolerated the procedure.